Event description:
Avanos medical inc. Received a single report that referenced three different incidents, which were associated with separate units, involving three different patients. This is the second of three reports. Refer to 9611594-2026-00432 for the first report refer to . For the second report refer to 9611594-2026-00434 for the third report. An additional sample was received for a complaint about a leaking nasogastric tube. No additional information provided. Event date unknown.

Manufacturer narrative:
This event was initially deemed not reportable based on our reporting strategy active at the time of the alert date; however, following a recent retrospective review of complaints this event was made reportable out of an abundance of caution. The device history record for lot 30301296 was reviewed and the product was produced according to product specifications. The actual complaint product was returned for evaluation. Using a 35ml enfit syringe, water was infused through the central port. The side port was closed. With normal flow, there was no leakage from any area of the sample. The tubing was then pinched near the distal end to provide pressurization. Still no leakage was observed. No defects were observed. The device functioned as intended. The complaint was not confirmed. All information reasonably known as of 11 jun 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to (B)(6). Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.